Event description:
On 03/22/1999, the MFR rec'd a medwatch report uf # 1601530000-1999-003 from the facility that states the following: initial device was placed 03/06/1997. On 02/24/1999, unable to flush catheter. Chest x-ray showed fractured catheter in superior vena cava peeking into right atrium. Pt was asymptomic. On 02/25/1999, catheter removed intact via right femoral vein approach. On 03/12/1999, the remainder of the device was removed at another facility in another city/state. The report also states that the segment of catheter removed from the right atrium is not available for eval. On 04/05/1999, the MFR rec'd a medwatch report # 430089-1999-0001. Pre/post-operative report and a surgical pathology report from the facility that removed the device body and remainder of the catheter states the following: vascular device was not functioning. X-ray indicated that the catheter had broken off the reservoir and was lodged in the heart. This catheter was removed by a cardiologist at another facility in another city/state. Later this individual came to facility for removal of the retained device (03/12/1999). The removal of the catheter segment will be reported by the other facility (see above). The pre/post operative report states the following: with the pt in the supine position under local anesthesia with intravenous sedation, the previous device in the right subclavicular space was identified. One-percent xylocaine was used to infiltrate the skin of the previous scar. An incision was made down through the skin and the scar and identified the hub of the device in the subcuticular space. This was dissected out and the physician was able to identify the end of the device and the remaining catheter. The physician then grasped the flat flange of the device and dissected it from its subcutaneous bed using sharp dissection. When this was accomplished, the physician completely separated the device from the subcutaneous attachments. He then irrigated the wound. Hemostasis was accomplished with electrocautery and the wound was irrigated. The wound was closed; subq with 3-0 vicryl and the skin with with subcuticular 4-0 prolene. Steri-strips were applied. The device was sent to the pathologist for identification. Surgical pathology report states the following: source/clinical info: catheter, device defective. Gross examination: rec'd was a device reservoir measuring 3.5 x 3.0 x 1.0 cm. The surface contains segments of tissue sections. No further details were provided.